Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient died. The patient presented with myocardial infarction (mi). The target lesion was located in the left anterior descending artery. After giving initial anticoagulants to the patient, a 16 x 2.75 mm promus premier drug-eluting stent (des) was implanted in the lesion. The procedure was successful and the patient was shifted to intensive cardiac-care unit post procedure, as per hospital protocols for observation for the next 48 hours. But in the "late 2nd noon", the patient became uncomfortable and suddenly his pressures started dropping. The patient was given emergency revival therapies but could not survive. The patient died due to massive mi. Per the physician, the patient's death was not directly related to the implanted promus premier des because the procedure was successful and patient died later on in the hospital due to mi.